Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. Reportedly, when the battery was changed, the pump and the battery were very hot to the touch. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/15/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box did not show any unusual fluctuation of the voltage. During testing, the pump powered on and was primed successfully. The pump was tested with an external power supply and idle, sleep, rewind and load currents all were within specifications; no overheating was duplicated during testing. The pump was opened and no defect was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.